Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Race and ethnicity: caucasian. Admitting diagnosis: chronic renal disease, end stage. Relevant history: complex medical histories.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 5mg/20ml saline at a rate of 7ml/hr per both lumens of the cvl (central venous line), blood began to back into the tubing. It was also noted that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were 'repeated alteplace infusions'. Although requested there was no further information including impact to the patient provided.

Manufacturer narrative:
The customer¿s report of blood backing up into the tubing was not replicated when testing each device during the investigation. An external and internal inspection of the customer¿s pump module observed the device in over all good condition. Both fsa upper pressure sensor showed a date code of 16 apr 2018. Inspected components were observed as bd manufactured parts. There were no obvious issues or anomalies observed during the inspection of the returned device. Log analysis results: results from a review of the logs identified the last alteplase 5mg/20ml infusion on pump module s/n (B)(6) , attached to pcu 15317888 on 27 feb 2019 at 7:05 am. The drug infused until it completed (kvo) at 9:57 am. The user added another 20mls and was started. The infusion was paused at 10:44 am and the unit was channeled off. Pvi was recorded at 20.006ml. The last alteplase 5mg/20ml infusion on pump module s/n (B)(6) , attached to pcu 15318729 on 27 feb 2019 at 8:06 am. There were 3 patient side occlusion alarm event, however, the infusion was restarted. The drug infused until it completed (kvo) at 11:01 am. The user added another 20mls and was started. The infusion was paused at 10:45 am and the unit was channeled off. Pvi was recorded at 25.175ml. It was not evident in review of the logs if blood backed up into the infusion line during these infusions. The event tubing was not returned for investigation. The root cause of the customer¿s report of blood backing up into the tubing was not definitively determined. The returned pump modules demonstrated to be performing as intended and in specification device history review: a review of the device history record showed the device had a manufacture date of 06/07/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.